Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloaded to thump. No pump error 23 alarms or frozen screen noted during test. Confirmed in the history files the pump alarmed pump error 23 two times on (B)(6) 2025 between 05:00:33.000 to 05:12:03.000. The alarms are expected and occur during normal pump operation. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded serial number label, cracked keypad overlay, end cap address label missing, corroded battery tube. The p-cap/reservoir does lock properly. Pump passed required testing and no pump error 23 alarms or frozen screen noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced display anomaly-frozen screen, alarm-pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.